Event description:
Consumer called to report a needle breakoff in her thigh while injecting herself. Had surgery to remove the needle portion but the doctor was unable to retrieve. Has another surgery scheduled.